Event description:
The pump was programmed to infuse a heparin solution at 5 ml/hr to a pt with a history of a cva. A full bag was hung at the start of the shift, however 3 to 5 hours later the entire 250 ml had infused. The pump was removed from the pt and close observation was the only add'l intervention. No add'l pt specific info was reported.